Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the pt had and abscess. On the 7 dec with a meal, vomiting occurred with severe pain. Since that day, the pt had a significant and persistent dysphagia, with pain radiating to the back with chills. The radiographic examination of the transit-oeso-gastro-duodenal has disclosed a small fistula gastric route in contact with the band, as confirmed by the scanner, but no appearance of inflammatory thickening of the gastric tissue. An emergency explorative laparoscopy was performed which confirmed the peri-annular abscess.